Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was in the 30 to 40 mg/dl range. The customer's mother stated that 1 sensor did not last the full 6 days as expected. She reported that the customer had been having lots of low blood glucose events after the customer's doctor adjusted the basal rates, so the mother changed the basal rates herself; she reported that the customer was doing better thereafter. She noted that the insulin pump had been alarming meter blood glucose now, which woke the customer up in the night after the 2 hour sensor wetting period. She was advised to insert the sensor during the daytime. She declined troubleshooting assistance for the matter. Nothing further reported.